Event description:
If a CT examination has been completed or discontinued while mpps functions were used, it can happen, that with a later reconstruction this patient's raw data a false patient name will be assigned to the reconstructed images.